Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01500; 533-08-108, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. .

Event description:
Revision surgery - the patient sustained a peri prosthetic humerus fracture recently which dr. Scheduled a revision of of the reverse shoulder and orif of the humeral fracture. Dr. Removed the altivate small shell size 10 stem and +4 32mm semi constrained insert. He then implanted a size 10 x 175 revision small shell altivate reverse stem, +8mm spacer and 32mm semi constrained insert. He fixed the humeral fracture with 2 cables approximating the humeral fragments around the stem. All glenoid components were retained.